Event description:
The customer initially reported that the monitor failed during a cardiac arrest. It was later clarified by the customer that they were unable to obtain a pads ECG waveform. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer initially reported that the monitor failed during a cardiac arrest. It was later clarified by the customer that they were unable to obtain a pad ECG waveform. There was no negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.